Event description:
Per the clinic, the patient experienced pain and burning sensation. Subsequently, the patient was treated with oral antibiotics for a duration of 10 days (specific date not reported); however, the issue could not be resolved. On (B)(6) 2026; the device was explanted under local anesthesia and reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient also developed bacterial infection (biofilm) at the implant site. The fibrin formed underneath the implant was removed during explantation surgery on (B)(6) 2026. After the explantation procedure, the patient was administered with IV antibiotics followed by oral antibiotics (specific date and duration not reported). Device analysis report attached.